Event description:
According to the reporter: the stapler was used on the pulmonary artery. The knife blade disrupted the staple line. When the stapler was opened, excessive bleeding occurred from the pulmonary artery. The surgeon hand tied the artery closed.